Event description:
It was reported that the pt has expired after an implant duration of 2 days due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.